Event description:
It was reported that the patient had "problems with her pump therapy for the past year". The pump was replaced. Additional information has been requested; a follow-up report will be sent if it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient wanted a smaller pump for cosmetic reasons after losing weight. There were no signs and symptoms associated with the event. The catheter was also replaced. The patient did not require hospitalization. The device system was used to deliver compounded baclofen, fentanyl, and morphine sulfate. The patient outcome was reported to be no injury.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2005, explanted: unk; catheter model: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).